Manufacturer narrative:
Due to known manufacturing issues with other lots of this device, vygon has made the decision to remove the products from distribution out of an abundance of caution per 21 cfr 806. A recall was initiated on april 26, 2011 under the knowledge of FDA. A recall number has not yet been assigned.

Event description:
At the time of catheter placement while injecting contrast for xray, the catheter broke at the fixation site. The nurse was able to repair the catheter with no issues and began infusing medication. No harm occurred as a result of this incident.